Manufacturer narrative:
Additional information: on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 275cc mentor memorygel breast implants and experienced bilateral baker grade ii capsular contracture post-operational. The patient also experienced several unexplained systemic symptoms including postural orthostatic tachycardia syndrome, breast pain, migraines, anxiety, metal taste, burning mouth syndrome, tingling and numbness in lower back, arms and hands, joint pain, rashes and hives, food allergies, inability to sleep, waking up gasping for air, urinating blood, enlarged liver, urinary tract infection, hair loss and ringing in ears. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.